Event description:
A malfunction was reported, indicated by a malf 0 code. There was no reported impact on the customer's blood glucose level due to this issue. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happened again, which they acknowledged and understood.